Event description:
Rptr indicated a vns therapy pt requested a new model vns generator, due to its being smaller. The pt elected to undergo surgery to reposition the existing generator. The patient has not been seen by either the treating neurologist, the original implanting surgeon since 2008. Good faith attempts to obtain additional information have been unsuccessful to date.